Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The caller reported that the aviva system produced erroneous blood glucose results, which resulted in a hypoglycemic event. It was reported the patient received the following results within 15 minutes: 7.5 mmol/l and 19 mmol/l. The customer administered bolus advice based on the result of 19 mmol/l and suffered a hypoglycemic event. The customer alleged they overdosed on insulin based on the high result. The type and amount of insulin taken was not provided. The customer's husband called the paramedic's. The paramedic's treated the customer for hypoglycemia, the type of treatment given was not provided. After treatment the customer's blood glucose was stabilized, however, the customer was later transported to the hospital for a non diabetic related issue.